Manufacturer narrative:
(B)(4).

Event description:
A customer from (B)(6) performed a blood glucose test on his contour ts at 4:30am and the reading was 174mg/dl. He injected approximately 10-15units extra of both nph and regular insulin and then ate something. A few hours later he fainted due to hypoglycemia. He was given juice, sugar and cake and then was taken to the hospital. Unspecified blood tests were performed with normal results. He remained in the emergecy room from 8:30am to 1:00pm under observation and recovered from the event that same day. His doctor ultimately decreased his insulin dosage by 5units on each type. It was asked that the test strips be returned for evaluation.